Manufacturer narrative:
A manufacturer lot code was not provided. With no means to ascertain the manufacturer/asset line and day of production, no further investigation on documents and supporting records can be performed.

Event description:
Consumer reported a tampon fell apart leaving pieces inside her vaginal cavity. She began to experience foul vaginal odor and discharge which prompted her to manually check inside her vaginal cavity. She found and removed pieces of pledget then experienced vaginal cramping the remainder of the day. She called and left a message with her doctor. Her symptoms have since resolved and she did not seek any further medical attention.